Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, the fast fix 360's t2 could not be deployed. There was a smith and nephew back up device available. A delay of less than or equal to 30 min was reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The needle shaft of the device was bent. The anchors and suture were returned detached from the device. The t1 anchor is bent likely due to pulling out of the patient when t2 wouldn't deploy. The deployment anchor has been lodged at the distal tip of the device due to bend in the needle shaft. A functional evaluation revealed the device could not be functioned due to deployment needle lodged at the distal tip. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.